Event description:
The customer reported that the stenoscop system had a corrupt file error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call.